Manufacturer narrative:
The impella data logs were returned for analysis, although the pump was not. The data logs show low flow early in the case, which means that the impella and tavr interacted after initial placement when the impella shifted out of position. The manufacturing review revealed no other complaints of the same failure mode against this lot of cp pumps. The root cause of the low flows was most likely fractured impeller blades. No corrective action is warranted at this time because the failure mode was low occurrence. The occurrence rate was noted to be (B)(4). The failure mode will be monitored and trended. (B)(4).

Event description:
(B)(6) year old male was admitted in cardiogenic shock after a transcatheter aortic valve replacement (tavr) was done at the cleveland clinic. The impella cp was placed via the tavr 20 fr sheath at the left femoral (medwatch 1220648-2017-00077). Within 10 minutes of support, the pump's flow dropped and suction alarms were noted. The team evaluated the pump position and ruled out the presence of clot in the left ventricle by echo. The pump was replaced by another impella cp (medwatch 1220648-2017-00078). A second impella cp, also exhibited low pump flows. Once again, the team evaluated the pump position and lack of left ventricular clot by echo before explanting and replacing the impella cp with a third impella cp. While on support with the third impella cp the flows were again decreased, and so the team chose to instead place a tandem heart and ECMO for oxygenation needs. This third impella was discarded subsequent to explant, and was not able to be retrieved for this medwatch report's investigation. The patient did expire after all of the above mentioned support was attempted.